Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump does not turn on and only gives a long monotonous tone. There was no physical damage reported. The event occurred during biomed routine testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a crack on the top case, bottom case and plunger case. The event history log was unable to be retrieved due to blank screen. Functional testing found lcd back light wire broken and blank screen at power up. The root cause was determined to be the back light wire on the lcd was broken. The lcd display was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.